Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer¿s blood glucose during the incident was 423 mg/dl. Customer's low blood glucose was 57 mg/dl. Customer's current blood glucose was 281 mg/dl. They treated with the insulin pump for the high and treated low with food. Customer did not report any symptoms related to the high and low blood glucose level. Customer states that they were on auto mode at the time of the incident but were kicked out. Customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.